Event description:
Kimberly-clark received a medwatch report stating, "patient started coughing and gagging and coughed up some sputum along with a 2 and 1/2 inch piece of a ballard in-line suction catheter, patient was extubated on (B)(6) 2012. No intervention required." Incident occurred on (B)(6) 2012. On (B)(6) 2012, call placed to (B)(6), for additional information. Patient was emergently intubated on (B)(6) 2011 and extubated on (B)(6) 2012. No note in the record of et tube being trimmed. Risk manager has the sample, but will not release to kimberly-clark and states she has no means to take a picture. We are welcome to view the sample at the hospital. No product code or lot number available. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not released to kimberly-clark by the user facility. Without a lot # or return of the device involved in this reported event, we are unable to determine a root cause for the reported event. The directions for use warn, "do not trim or cut the endotracheal tube (not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for analysis.